Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. An x-ray was performed and no anomalies were noted. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture the week after implant. An echocardiogram was performed which showed a pericardial effusion. It was found the lead had perforated through the heart wall. A thoracotomy was successfully performed. This lead was explanted and was not replaced. No additional adverse patient effects were reported.